Event description:
On (B)(6) 2025, patient reported a blood glucose (bg) drop to 44 mg/dl during yard work, which caused a fall. The patient treated the low bg with two cans of soda, and bg normalized within 30 minutes. The patient was not out of range for 90+ minutes. Agent reviewed proper low correction steps and will send a text to schedule time with the clinical team. The patient reported black spots in her vision. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.